Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system was not providing any stimulation therapy coverage in the patient's back. Reprogramming of the patient's scs system was unable to recapture effective therapy. Surgical intervention may be taken to address the issue.

Event description:
Additional information obtained identified the patient decided not to move forward with revising the lead at this time. The patient stated he was going to try some medication for the time being.